Event description:
It was reported that the 9800 system intermittenlty had a charger failure error message. Also there was a loose wheel on the workstation. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The wheel was tightened during the svc call. The system was tested, and found to be working as intended, and put back into svc.